Event description:
The customer reported being in the hospital with low blood glucose. The caller stated that he jumped in the pool and the insulin pump got wet. The customer stated that he had a seizure and the paramedics were called. The caller mentioned that the insulin pump alarmed battery out of limit and button error. The customer mentioned that the buttons are unresponsive. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were unresponsive due to corroded keypad traces. Unable to confirm the button error alarms or low battery alarms. Further testing could not be performed due to the keypad anomaly. The device had missing end cap sticker, cracked reservoir tube lip, and moisture damage on the liquid crystal display board.